Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and no delivery alarms on the insulin pump. It was reported that the customer went to his doctor for treatment as his blood glucose levels reached 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the high pressure, displacement and self tests. Nothing further was reported.